Event description:
Pt implanted on an unk date return for routine surgeon six month follow up complaining of pain. An x-ray showed a broken implant of the veptr I hardware. Pt was returned to operating room on (B)(6) 2012 and the broken hardware was removed. Pt was revised to new veptr ii hardware. Surgeon noted pt is an active (B)(6) old and returns for veptr treatment every six months. This is two of three reports for this event.

Manufacturer narrative:
The raw material and device history records were reviewed an no nonconformities were found. Post-mfg damage consists of heavy nicks/gouges on the outer edges and surfaces and tab ear is bent out of position. All related features met specification with the exception of the l11 ear distance, due to post-mfg damage.